Event description:
It was reported that approximately 24 hours after cooling was initiated with an ivtm quattro catheter, the customer noted that the patient experienced a mottled leg (discolored and swollen). The primary cause of hospitalization and need for temperature control using the ivtm system was cardiac arrest. It was reported that the patient had an "unknown" downtime with a return of spontaneous circulation (rosc) prior to being cooled. The catheter had been kept in the patient's leg for approximately 2 days total time. It was reported that the controlled rate of re-warming at 22:15 on (B)(6) 2013 was 0.5 deg hr. There were no reported difficulties or issues during catheter placement. Ivtm catheter was not immediately removed due to the physician and nurse noting the patient had strong pulses in the leg insertion site. The patient was reported to have subsequently expired. A definitive cause of death is unknown, however it has been reported that the probable cause is cardiac arrest-delayed CPR. The catheter was not retained by the user facility and will not be available for evaluation.

Manufacturer narrative:
The device was not retained by the user facility and is unavailable for evaluation. Zoll medical corp is in the process of requesting additional details regarding the event and will report any additional information received in a supplemental report.